Manufacturer narrative:
Investigation summary the reported complaint of no flow could be confirmed from a lot history review. The probable cause is from uneven adhesive application during assembly in ensenada. Lot history review a lot history review shows this lot falls under CAPA-0009146. Corrective and preventative actions are in process.

Event description:
Event occurred regarding a conector tego, where it was reported that, during the connection of the patient, the tego was observed to prevent lumen permeability. The products that presented issues were replaced. No harm occurred as a result of this event.